Event description:
It was reported that on (B)(6) 2024, a 5-4mm amplatzer pda occluder was selected for implant using a 5f amplatzer torqvue delivery system. During implant, the occluder continuously deployed with a deformed bulging/bulbous deformation and gave an "onion" looking shape. There were no interactions with cardiac structures and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient was exchanged for a new 5-4mm amplatzer pda occluder, which was successfully implanted using a new 5f amplatzer torqvue delivery system. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.